Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory april 2007, population product advisory was initially communicated on 4/5/2007, had a monitoring voltage of 2.65 volts with an allegation of premature battery depletion against the device. There were no reported adverse patient effects. Additional information was received that this device was explanted as the device had reached end of life (eol) due to long charge times above the extended charge time limit. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
To date, this device remains actively in service and has not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes to date. If new information becomes available, this report will be further evaluated and updated. This device will be returned for analysis. No further information is available. This report will be updated if more information becomes available.